Event description:
It was reported that patient experienced three infusion sets fell off due to adhesive issue during use on (B)(6) 2026. The length of infusion set was in use for two hours. The patient replace infusion set.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.